Event description:
It was reported that a polaris plug driver was returned from the field with a worn tip. Patient and surgical information is unknown. Device evaluation by the manufacturer found that the tip is twisted.

Manufacturer narrative:
E1 address 2: parc d¿ entreprises du grand troyes quartier europe de l¿quest. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is deformed/twisted. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.